Event description:
It was reported that during patient care, the autopulse platform did not size down on the patient. User advisory ua16 (timeout moving to take-up position) was also displayed. Customer tried powering the board off and on, but to no improvement. Medics reverted to manual CPR. There was adverse patient sequelae reported.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll circulation on (B)(4) 2013 and analyzed. The platform passed visual inspection. Review of the archive data exhibited user advisory ua16 (time-out moving to take-up position). Functional testing was unable to be performed. Customer's reported complaint was confirmed. It was observed that the drive train motor's brake had rusted and seized as a result of exposure to heat and humidity. If the board is not powered on every once in a while it could cause the drive train motor brake to seize. In this particular case it was observed that the platform had not been turned on for almost two years between (B)(6) 2011 until (B)(6) 2013. The autopulse was cleaned and the brake gap was re-adjusted and run_in test was performed.